Event description:
The doctor reported he had two pts who experienced diplopia (ghosting) in one eye each following customvue lasik due to flap striae and epithelial ingrowth.

Manufacturer narrative:
No service on the equipment was requested. The treating doctor consulted with an amo medical monitor to discuss retreatment strategies.